Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, that was able to be cleared. After the ua 45 was cleared, the platform then displayed a user advisory 12 (lifeband not present) message, even though the lifeband was still attached. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed, which found that the lcd display was flickering, the front enclosure was cracked and the UDI label was damaged. The autopulse platform underwent initial functional testing and the reported complaint of the platform displaying a user advisory (ua) 12 was unable to be duplicated. A user advisory (ua) 7 (discrepancy between load 1 and load too large) message however was observed. It was determined that both load cells were defective, causing the platform to display the ua 7. Functional testing did not identify any mechanical issues which could have caused or contributed to the device displaying a user advisory 12. A review of the archive was performed and no errors or anomalies occurred on the reported event date of (B)(6) 2015. Per autopulse® maintenance guide (p/n 11653-001), a ua12 occurs when the autopulse detects that the lifeband is not properly installed. The autopulse is designed into the platform to prevent patient injury. Based on the investigation, the parts identified for replacement were both load cell modules, UDI label and the lcd display. No parts were replaced to remedy the customer's reported complaint. The customer's reported complaint of the platform exhibiting a ua12 was not confirmed, as it was not observed in the archive on the reported event date and it was unable to be duplicated during functional testing. The platform underwent and passed all final functional testing. Please note that the customer reported that a user advisory (ua) 45 also occurred, however this was cleared in the field.

Manufacturer narrative:
Product in complaint was returned to zoll on 03/18/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.